Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to try several troubleshooting steps, including pressing the button on the pump, plugging it into a power source, and observing the led color, but these efforts did not resolve the issue. Technical support decided to replace the pump, advising the customer to use a backup insulin therapy in the meantime and instructed them on how to prepare and return the faulty pump. The customer acknowledged all instructions and a replacement pump was sent to them.